Event description:
It was reported to the manufacturer that the vns patient recently passed away. The family informed the physician that the patient went to sleep and never woke up. Autopsy was performed and "showed no issues:" good faith attempts to obtain the cause of death have been successful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2008 and the patient's cause of death was other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of definite sudep. There is no allegation or other information indicating that the death is related to vns.